Manufacturer narrative:
Patient's date of birth unavailable from facility. Physician information unavailable from facility.

Event description:
It was reported by a philips representative on (B)(6) 2020 that an event occurred on (B)(6) 2020 in which a spectranetics quick-cross support catheter was being used. It was reported on (B)(6) 2020 by the facility that the procedure was a left lower extremity angiogram and balloon angioplasty. It was reported that the distal segment of the quick-cross catheter had broken off in the patient's left iliac artery. It was reported that there was an attempt to retrieve the device portion; however the surgeon reported that this quick-cross distal segment of catheter was left in place within the patient. The patient reportedly survived the procedure. No further information is available from the facility, although it has been requested.